Manufacturer narrative:
(B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered rmv stent was implanted to treat a metastatic neuroendocrine tumor of the pancreas with obstruction of the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a wallflex biliary stent was deployed successfully; however, post stent placement, it was noticed that the stent implanted was an uncovered wallflex biliary stent rather than a wallflex biliary rx fully covered rmv stent as per the packaging. Reportedly, the stent remains implanted. According to the physician, he will re-evaluate the patient in about 6 months and decide if the patient will be brought back for another procedure to implant a fully covered stent through the uncovered stent or if the stent will be removed with an alternative method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.